Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous forearm vein. A 1.5mm x 20mm x 143cm , 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.